Manufacturer narrative:
Correction: the value in the primary unique device identification (UDI) number field should have been reported as (B)(4).

Event description:
A voluntary medwatch report stated that the right atrial lead had exhibited far-field r-wave oversensing and an impedance issue in both unipolar and bipolar configurations.

Manufacturer narrative:
Issue related with right ventricular lead reported in medwatch#mw5183810.